Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'alarms upstream occlusion when running volume test' which were verified through a review of the event history log but not reproduced during evaluation. Evaluation performed occlusion testing and found the device working normally. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion when running volume test. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.